Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited noise on the right ventricular (rv) channel which led to numerous non sustained episodes. Technical services (ts) was consulted, after reviewing several episodes ts noted a six second asystole, mentioned noise is isolated to the baseline and could be myopotential oversensing. Ts noted that if so, should be able to recreate and adjust the automatic gain control (agc). The field representative noted the physician has planned and rv lead revision, however, ts noted that it does not appear to be a lead anomaly as impedance measurements are stable. Additionally, ts discussed that the oversensing led to inappropriate anti-tachycardia pacing (atp) delivery in previous episodes. This crt-d system remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited noise on the right ventricular (rv) channel which led to numerous non sustained episodes. Technical services (ts) was consulted, after reviewing several episodes ts noted a six second asystole, mentioned noise is isolated to the baseline and could be myopotential oversensing. Ts noted that if so, should be able to recreate and adjust the automatic gain control (agc). The field representative noted the physician has planned and rv lead revision, however, ts noted that it does not appear to be a lead anomaly as impedance measurements are stable. Additionally, ts discussed that the oversensing led to inappropriate anti-tachycardia pacing (atp) delivery in previous episodes. This crt-d system remains in service. No additional adverse patient effects were reported. Additional information was received, this cardiac resynchronization therapy defibrillator (crt-d) was explanted and successfully replaced. No additional adverse patient effects were reported. This product has not been returned for analysis.